Event description:
It was reported that the device had a detached downstream occlusion (dso) seal. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: the affected device was returned for evaluation. Noted lifting downstream occlusion (dso) seal during visual product verification testing (pvt). Noted a lifting air detector as well, and motor over odometer limit. Confirmed customer complaint ¿detached dso seal¿. Replaced dso seal, air detector, and motor. Installed newest software. Unit passed post-repair pvt. Unit functions as designed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.